Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A 4.00x38 synergy ii drug-eluting stent was advanced but failed to cross the lesion even after several attempts. However, during the 4th attempt, the stent struts, although still attached to the balloon, felt stretched and rough. A non-bsc guide extension catheter was placed for a better support and advanced a new stent and the procedure was completed. No patient complications were reported.